Event description:
It was reported that: "whilst compressing the guide onto the bone, he has applied too much pressure and over tightened the guide. In doing so, he has damaged the thread which compresses the plate to the bone".

Manufacturer narrative:
The complaint product has been returned and is pending examination. Results of examination will be provided as a follow up report when they become available.

Manufacturer narrative:
A visual examination under magnification of the returned ribloc was performed. The returned part and batch were confirmed. The ribloc had visible signs of general wear and discoloration. The adjustment/compression screw recess has been fractured into 2 pieces. The broken compression screw recess pieces were returned. Since the fracture occurred at the head of the compression screw recess, it is quite possible that too much force was applied to the ribloc, either by over tightening the screw or applying too much torque with a large drill speed. No definitive conclusion can be made.